Event description:
Healthcare professional reported "rupture and exchange". Healthcare professional later reported "intracapsular rupture and ruptured with floating shell" and "edema and enhancement involving the sternum and ribs may be secondary to known fracture from trauma" confirmed via MRI. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Manufacturer narrative:
Clarification to h6/h11 of initial medwatch: disregard e0307 seroma, as this event was never reported. Seroma will be unreported. Laboratory analysis summary the device related to the reported events rupture was received on sep 24, 2025, with lot number 2846221. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture and exchange". Healthcare professional later reported "intracapsular rupture and ruptured with floating shell" and "edema and enhancement involving the sternum and ribs may be secondary to known fracture from trauma" confirmed via MRI. This record is for the left side. Device has been explanted and replaced.